Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to double counting. It was noted in a clinical study form that the patient has a rate dependent lbbb. No additional adverse patient effects were reported outside of the isolated inappropriate shock. This s-ICD system remains in service. It was later noted the patient underwent a stress test on march 1 and march 8. The device was interrogated and reprogramming was done. Additional information was received. About four months later, the patient received another inappropriate shock where the device exhibited oversensing during a rate-dependent morphology change. A new exercise test was planned for the patient.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.